Manufacturer narrative:
Added: d4 ( expiration date) , h4 (device manufacturer date). Updated: h6 ( component code, type of investigation, investigation findings, investigation conclusions). The device involved in this complaint was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, it could be verified that there are current controls in place to prevent this type of malfunction in our manufacturing process. As such, based on available information, a definite root cause is unable to be determined at this time.

Event description:
As reported, in this model t001691m lot 64458625 ,the plunger is hard to move and the whole device is rigid and difficult to manipulate and take blood sample. The non-edwards arterial catheter connected to the dpt with vamp pull out from inside patient despite the extra fixation. A new peripheral arterial site was needed to insert a new catheter and connect a new dpt with vamp. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.